Event description:
The customer contact reported that there was an operator error in programming the device which resulted in the pt receiving more medication than intended. It was reported, "the nurse programmed the device to deliver morphine with a drug concentration of 5mg/ml instead of programming the device for a custom vial containing dilaudid with the concentration of 0.5mg/ml." No further programming parameters were provided. There were no reported adverse pt effects. No medical interventions were required.